Event description:
It was reported that two catheters used during lead implant procedures were unable to be slit to allow ease of removal from the leads. As a result, both catheters as well as the affixed leads had to be removed from the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed.tthe mechanical operation of the catheter shaft was bent, and peeling/ slitting/splitting showed a spiral slit. Visual summary analysis of the catheter indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.